Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device check, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services discussed troubleshooting. A magnet applied to the device did produce beep tones, indicating the device was functional. Technical services then provided steps to perform a 60/60 magnet reset of the device. The field representative confirmed the 60/60 magnet reset was successful and the device was interrogated normally after the reset. The device remains implanted and in service. No adverse patient effects were reported.